Event description:
It was reported that when the external pulse generator (epg) was put into aai mode, the epg stayed there for 20 seconds and then went to voo. Technical support (ts) had the caller power off, measure the battery voltage, which equaled 8.5 volts, then power on and turn atrial output to zero. The epg went into vvi mode. Then atrial output was increased to 5 ma (milliamps) and ventricular output to zero. The epg went into aai. Emergency was then pressed, and the epg went into emergency pace. The caller will test the epg and call back if there are questions. The epg was operating as designed. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).